Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that within a 3 months timespan the battery longevity went down about 5 months. Technical services (ts) confirmed through a data analysis the device has been depleting and stated that the device is malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that within a 3 months timespan the battery longevity went down about 5 months. Technical services (ts) confirmed through a data analysis the device has been depleting and stated that the device is malfunctioning. Ts recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects have been reported. The device was returned for analysis.

Manufacturer narrative:
The returned teligen was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that within a 3 months timespan the battery longevity went down about 5 months. Technical services (ts) confirmed through a data analysis the device has been depleting and stated that the device is malfunctioning. Ts recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects have been reported. The device was returned for analysis.